Event description:
Per the clinic, the patient experienced skin breakdown and skin infection secondary to the external magnet being too strong. The infection was treated with topical antibiotics. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on december 28, 2022.